Event description:
It was reported that the safety mechanism on the bd nexiva¿ diffusics¿ closed IV catheter system detached when pulling back on the needle during the cannulation. The following information was provided by the initial reporter: "sharp exposure during pull back of sharp during cannulation, clinician reported grey part of tab detached & exposed sharp... Was in use in MRI at time of event."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 03-apr-2023. H6: investigation summary: our quality engineer inspected the 4 photos and 1 sample submitted for evaluation. The reported issue of shield loose/off was confirmed upon inspection of the sample photos. However, during the review of the sample provided the defect was not observed and the sample met all manufacturing specifications. Since the defect was not observed or replicated during the sample evaluation, a root cause could not be determined. Production records were reviewed, and this batch met our manufacturing product specification requirements.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the safety mechanism on the bd nexiva¿ diffusics¿ closed IV catheter system detached when pulling back on the needle during the cannulation. The following information was provided by the initial reporter: "sharp exposure during pull back of sharp during cannulation, clinician reported grey part of tab detached & exposed sharp was in use in MRI at time of event."